Manufacturer narrative:
H11: corrected data: d4: complete UDI number added. H11: corrected data: d4: complete UDI number added.

Manufacturer narrative:
E1: the reporting facility phone number was not provided for reporting. H3, h6: siemens healthineers has initiated an investigation of the reported event. Examination of the small flex coil revealed burn marks on the extension cord. The hospital's blue bedsheet also showed signs of being burned, while the magnet bore appeared clean without burn marks. The investigation of the returned coil and the patient's trousers showed that the patient¿s trousers had heated up due to metallic embroidery and caught fire. The coil did not show any malfunction.

Event description:
Siemens healthineers was informed that the extension cord of a small flex coil caught fire during a knee joint scan. The patient was in a supine position with the headfirst, and the patient was wearing approximately knee-length pants. The coil was plugged into the socket at the foot end of the bed, and upon inspection, the socket was clean with no foreign objects. During the scan, the extension cord of the small flex coil caught fire. The doctor noticed the fire, stopped the scan, extinguished the fire, and evacuated the patient. The patient sustained a small blister on his right lower leg which was treated with ointment. The patient was observed for a while and then discharged, but follow-up treatment may be necessary. The follow-up treatment will be provided by the doctor at the patient¿s home. There was no serious injury associated with this event.

Manufacturer narrative:
Siemens healthineers has completed the investigation of the reported event. It was initially communicated to siemens healthineers that a fire was noticed while performing a knee joint scan on a patient's leg using the small flex coil. The fire was extinguished, and the patient was evacuated. There was no serious injury to the patient. When examining the patient, a second-degree burn was noticed, which was treated with ointment. The patient was observed for a while and then discharged. It was mentioned that follow-up treatment would be necessary. On 2023-11-08 we were informed, that the follow-up treatment was re-applying the ointment. The used small flex coil (part number 10835670, serial number (B)(6) and the patient's trousers were returned for investigation. The coil qa was checked and ok and the cable trap function was working as expected, as well. Furthermore, it was noticed that the patient's trousers were a little longer than knee length and had an embroidery/embellishment made of electrically conducting fibers near the hemline. The trousers were then measured using cylindrical phantoms to simulate the patient¿s legs and an rf pulse sequence at a 3t vida system and it was observed that the electrically conducting fibers heated up to about 100°c in two minutes. Siemens healthineers concluded that the fire and the patient's burn were caused by the embroidery in the patient's trousers. The magnetom lumina operator manual ¿ mr system syngo mr xa20 clearly requests the operator to "ensure that the patient is free of metallic rings, chains, or electrically conductive materials worked into items of clothing (for example, brassiere support wires, metallic appliqués or woven metallic yarns)" as they can heat up during the scan. The facility was urged to always follow the instructions given in the operator manual, regarding correct patient preparation and positioning to avoid such incidents in the future.